Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The reporter states that the patient was hospitalized for lung infection a few days after the dm was installed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previously submitted report event or problem description (box b5) was incorrect. The corrected event or problem description (box b5) should be- the manufacturer was contacted in reference to a dreamstation bipap auto device. The reporter states that the patient was hospitalized for lung infection. The complaint was originally reported under the recall, but after further review it was determined this complaint should not have been filed under the recall. Therefore, box b and box h has been updated or corrected in this report.